Event description:
The customer reported that on 10/9/97 vasoseal was used in the right groin following a diagnostic catheterization procedure. On 10/19/97 the pt presented to ER with signs of an infection. The pt was admitted to the hosp for IV antibiotics and an I&d was done the next day. Culture results showed a gram positive cocci staph.